Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital technician found that a pod5 was kinked within its packaging. The damage to the pod5 was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new pod5.